Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with the minicap transfer set. The patient was unable to disconnect after peritoneal dialysis therapy. The patient clamped their line and cut the transfer set to disconnect. The transfer was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
Additional information: b5, d4: lot, d4: expiration date, d4: unique identifier (UDI), e1: initial reporter postal code, e1: initial reporter phone no., h4, h6, h11: e1: initial reporter postal code: (B)(6). B5: during follow up, it was clarified that the reported issue was a separation between the female connector (dark blue) and main body (light blue) of a minicap transfer set. Update made to f10/h6: medical device problem codes: replace a1204 with a0501. Update made to f10/h6: component codes: add g04070. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.